Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced multiple low blood glucose (bg) levels (below 40-50 mg/dl) that day. The contact thought that the pump settings had been adjusted by the customer and was the cause of the low bg. The contact did not provide further information. The low bg was to be discussed with a healthcare provider.